Event description:
Customer reported a delayed chemo infusion of doxorubicin 24 hour bag of 1072.5mls, rate of 44.7 ml/hr which took approx 2 hours longer to infuse. The infusion was set up as a secondary infusion with a baxter secondary set model 2c7461. Primary tubing is alaris model 2426-0500. Hospital policy is to clamp the primary line while the chemo is delivered via the secondary set. The tubing has been discarded and the devices were not sequestered. There was no report of pt harm and no medical intervention required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the delayed infusion. Per the customer, the devices were not sequestered, therefore, no failure investigation could be performed.